Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Reportedly, the customer had high ketones and ketone level was determined life threatening by health care provider. The customer went to emergency room and was treated intravenous fluids of saline and used the pump to deliver insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged on (B)(6) 2024. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.